Manufacturer narrative:
At this time, the product has not been returned. It was noted this device was not expected to be returned for analysis as it was disposed of by the hospital.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion and a revision procedure was performed. At the time of the procedure the s-ICD was at elective replacement indicator (eri). A new s-ICD was successfully implanted. It was noted that this device was not expected to be returned for analysis as it was disposed of by the hospital. No additional adverse patient effects were reported.